Event description:
The reported clinical trial involves an event of thrombosis requiring surgical intervention for placement of a dialysis catheter. The event was considered to be target lesion related and probable related to device and procedure. The event is considered resolved. No additional information is available.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. The product history record was reviewed, and no exception documents were found. A search of the complaint database was performed and two similar complaints for this lot number were found. Nonconformances of this nature are monitored by the operations team. This complaint will be used to trend for similar complaints.